Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Discarded.

Event description:
It was reported that a clinical patient underwent an initial left partial knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised to a total knee on (B)(6) 2013 due to tibial overload. Operative report noted osteophytes, bone cysts, eburnated bone, and bone loss during the procedure.